Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 260 mg/dl and 112 mg/dl, while using the suspect device. Reporter indicated that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. At the time of the report, patient no longer had the test strips that produced the discrepant results.